Event description:
It was reported that the customer's pump screen was unresponsive and would not turn on, with a red led blinking and the pump vibrating periodically. The customer¿s blood glucose level exceeded 500 mg/dl, although the specific value was not available as the display showed "high." The customer addressed the high blood glucose level with a correction injection. Technical support instructed the customer on troubleshooting steps, but the pump did not respond, prompting technical support to send a replacement pump. The customer reverted to an alternate method of insulin therapy in the interim.